Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the r waves were very small and the pace/sense threshold had increased on the right ventricular (rv) lead. The lead was explanted replaced. No patient complications have been reported as a result of this event.